Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following preop diagnoses: post-discectomy instability and disc degeneration and recurrent disc herniations, l4-l5 and l5-s1. Procedure: anterior lumbar discectomies, l4-l5 and l5-s1. Anterior interbody fusions, l4-l5 and l5-s1. Cage instrumentation, l4-l5 and l5-s1. Preop: the endplates were then carefully decorticated using a high speed drill. Half of a large rhbmp-2/acs kit which had been prepared according to manufacturer's instructions was packed into the center of the cage. The cage was then impacted until it was well centered in both the ap and lateral planes. A similar sequence of steps was taken to clean out the disc space. At this level a 12 millimeter height cage was filled with rhbmp-2/acs and impacted into the center of the cage. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.